Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a smoky smells. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device smells smokey¿ was verified when the pump was opened. The pumps top case was cracked allowing liquid to encounter the power supply. The liquid caused the power supply to arc, damaging the components in the bottom case including the interconnect board and speaker. Replaced power supply, bottom case, top case, speaker, and the interconnect board. The pumps alarm history was reviewed, and no additional errors were found. The pump was recalibrated and tested, passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.